Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention.

Manufacturer narrative:
Patient received message "the generator has reached the end of its service¿ was reported to abbott. Patient underwent an ipg change. No complications, therapy established post op, facility retained. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may be pending to address the issue.